Event description:
It was reported that the patient was in the ER and was feeling pain. Diagnostics were performed and the patient's vns was disabled which alleviated the pain. The patient then expressed that she would like the device to be removed, and was advised by the local neurologist to speak with her primary neurologist about device removal. No relevant surgical intervention is known to have occurred to date. No additional or relevant information has been received to date.